Event description:
Customer reported that a patient developed what looked like a "chemical burn" and "blister" approximately 10 minutes after using the product during a dental procedure. The patient was treated with IV benadryl, and the removal of the packaging and irrigation. Patient was also treated with oranase with kenalog, and tylenol with codeine elixir. It was reported that the area is healing normally.